Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and a review of the logs. The flowmeter subassembly was replaced. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that anesthetic agent output was higher than expected. There was no report of patient involvement.